Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00823126 case subject: npi 8100 failed rate test during pm account name: centura health st francis medical center account #: 6840145 asset name: asset location: contact: janice wheatley contact email: janicewheatley@centura.org contact phone: 7195718369 contact mobile: patient or user involvement: no patient or user harm: no case description: janice had lvp8100 sn (B)(4) failed rate calibration. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: janice confirmed it was not the rate calibration set issue. I recommended janice to replace bezel assy. Assisted with part number and transferred to com for pricing. Janice will replace bezel assy.